Event description:
Pt taken to or for ankle fracture surgery. Pt underwent anesthesia induction. Anesthesiologist intubated without difficulty, but could not ventilate pt. Pt reintubated, but still could not ventilate pt, no chest expansion. Pt's o2 saturation started to drop. Attending physician called and he also reintubated pt and believed pt had pulmonary embolism. O2 saturation dropping and CPR begun. Another physician came in and started manual ventilation via ambu bag. Pt's o2 saturation improved. Anesthesia resident evaluated anesthesia machine and found the valve to be stuck? Pt suffered anoxic brain injury.